Event description:
It was reported that the patient presented to the emergency room due to the patient alert sounding, and the device exhibited varying impedances with all leads. Further investigation determined that the device impedance circuit was not functioning properly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency room due to the patient alert sounding, and the device exhibited varying impedances with all leads. Further investigation determined that the device impedance circuit was not functioning properly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The lead impedance problem was not directly confirmed. However, pacing amplitudes were noted to be limited to 3.0v to 4.5v, even when programmed to 8v. Within 2.5 hours of a residual gas analysis (rga) test, the pacing output was close to nominal levels, and was a nominal 8v within less than 20 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 03:00:33. Programmer s2d data file (B)(4) shows 1- alert event for "a. Bipolar lead impedance 76 ohms" on (B)(4) 2012 03:00:33. Impedance - impedance/resistance decrease: weekly pace lead impedance trend data shows an impedance decrease for min lvperm pace impedance = 608 to 304 ohms minimum between (B)(4) 2012 and (B)(4) 2012.